Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a5 and b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 15dec2019. The sheath size that was used for the procedure was a 7fr sheath. There were difficulties with arterial access. No pre-deployment angiogram was performed.

Manufacturer narrative:
Date of birth - born in (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was having a femoral artery closure using an angio-seal device. After the insertion sheath was well placed and the locator was pulled out, an attempt was made to put the closure device into the puncture site. While pushing the closure device through the insertion sheath, the sheath was found kinked and the closure device could not cross the sheath. Stopped to use and changed a new closure device from another brand. The following procedure went on well and no harm was found on the patient. The patient was reported to be stable.